Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg migrated from below the belt-line to the buttock. The patient stated the site was painful while sitting. Surgical intervention may be taken to address the issue.

Event description:
Additional information received identified the reported issue was resolved.

Event description:
Follow up information received identified the patient's scs ipg was replaced.